Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On 08-jan-2025, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded discrepant false positive results on a patient. There was no patient information. Return product is available for investigation. Method: I-stat, tested: 1324, result: 132.8. Method: beckman dxi, tested: -, result: 14. Method: I-stat, tested: 1525, result: 142.7. Method: beckman dxi, tested: -, result: 15. Method: I-stat, tested: 1525, result: 143.2. Method: I-stat, tested: 1525, result: 144.7. There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The investigation is underway. 99th percentile, 90% ci: sex: female, n: 490, (ng/l, pg/ml): 13, (ng/l, pg/ml): (10, 17). Sex: male, n: 404, (ng/l, pg/ml): 28, (ng/l, pg/ml): (19, 58). Sex: overall, n: 895, (ng/l, pg/ml): 21, (ng/l, pg/ml): (14, 30).

Manufacturer narrative:
Apoc incident: (B)(4) the investigation was completed on 24-feb-2026. A review of the device history record (DHR) confirmed the cartridge lot met finished goods (fg) release criteria. A deficiency has been identified for hs-tni cartridge lot a25265c. While retained cartridge testing met the acceptance criteria for the detected error (dt) and undetected error (udt) rates outlined in appendix 1 of q04.01.003 rev. Ap (product complaint level 2 and level 3 investigation procedure), the fg release specification for standard deviation (sd) per tp-0651 rev. Bi (cartridge finished goods test specification) was not met. Root cause will be investigated in quality record (qr) 1100932.